Event description:
Patient was on bipap when the ventilator indicated "vent inop" and its normal operation ceased. With prompt clinical response to the ventilator's audible alarm, the patient's arterial saturation dropped to 80% before a replacement o2 source could be setup. Manufacturer response for ventilator, respironics (per site reporter): the manufacturer is performing a voluntary modification on each v60 ventilator at this institution to avoid a repeat of this incident.